Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (5 mg at 3.16737 mg/day) and bupivacaine (30 mg at 19.00424 mg/day) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021, during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 4.7ml and the actual reservoir volume (arv) was 10ml.  There were no associated signs or symptoms.  No further diagnostics or interventions/no action taken.  On (B)(6) 2021, during a pump refill, a reservoir volume discrepancy was noted where the irv was 10.2ml and the arv was 14ml.  There were no associated signs or symptoms.  No further diagnostics or interventions/no action taken. On (B)(6) 2021, during a pump refill, a reservoir volume discrepancy was noted where the irv was 11.6ml and the arv was 15ml.  There were no associated signs or symptoms.  No further diagnostics or interventions/no action taken. On (B)(6) 2021, the reservoir volume discrepancy was within normal limits.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was pump reservoir volume discrepancy.  The etiology of the event indicated the relationship of the event to the device or ther apy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2021.  No further complications were reported/anticipated.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2020 the pump was programmed to 40ml. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.